Event description:
During testing the unit displayed "defib comm error".

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the evaluaiton of the device.